Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. Review of device history records finds no related manufacturing deviations or anomalies. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
A 32mm delta ceramic femoral head implanted in error with a 52mm liner with 36mm inner diameter. The liner was pinn delta cer insert 52 od x 36 ID. The head has been destroyed by the hospital and is not available to return, and only the head was revised. Primary surgery operation involving corail stem, pinnacle cup and ceramic-on-ceramic bearings. Replaced 32 mm head with 36 mm head. Patient now doing well.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.